Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -9.0/2.0/113 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6)2023, the lens was exchanged for a same length lens, implanted vertically due to excessive vault. Reportedly, "icl lens in vertical position." The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. (B)(4).